Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency room when their lead integrity alert (lia) was triggered due to right ventricular (rv) lead oversensing/noise that resulted in inhibited pacing. The rv lead was explanted and replaced. It was further reported that during the extraction procedure, the device's battery longevity projection initially read 6.5 years. During the procedure, the physician increased the outputs temporarily and lost power to the programmer after the device had extended wireless telemetry time. Upon reinterrogation of the device, the projected longevity went down to 9-13 months. It was confirmed that the temporarily programmed high outputs as well as the extended telemetry time could have caused a temporary artificial drop in longevity. The device remains in use. No patient complications have been reported as a result of this event.